Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device noted that the stent was not received for review, only the stent delivery system (sds) was returned. Visual examination of the returned sds found no issues with the returned device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon had been inflated. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the target lesion. Vascular access was obtained via the right femoral artery. The 85% stenosed, 35 x 3.00mm, de novo target lesion was located in a mildly tortuous, moderately calcified first obtuse marginal branch artery. Following predilatation with a 2 x 15mm semi-compliant balloon, the 3.00x38mm promus element stent delivery system (sds) was introduced. The sds was unable to cross the target lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the stent was detached/separated.